Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. The patient's concurrent conditions included abdominal pain, ovarian cyst, back pain, irregular periods, flank pain, unspecified inflammatory disease of uterus, excl cervix, chronic cervicitis, urinary incontinence and pelvic adhesions. Concomitant products included acetylsalicylic acid (aspirin (cardio)), celecoxib, ondansetron (zofran melt) from (B)(6) 2018 to (B)(6) 2018, pantoprazole, paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018, simvastatin and tramadol from (B)(6) 2018 to (B)(6) 2018. From (B)(6) 2007 until (B)(6) 2018, the patient received nsaids at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced anxiety ("psych injury related to essure? Yes/ psychological or psychiatric condition: mental anguish") and depression ("psychological or psychiatric condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received unknown treatment for migration,bleeding and pain. Removal recommended by treating physician? Unknown discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: apparent blockage of both fallopian tubes, no extravasation of contrast intraperitoneally associated with apparent scarring of the right fallopian tube and presence of the essure device on the left,; on (B)(6) 2008: the fallopian tubes were blocked. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: 2.3 cm right ovarian cyst. X-ray - on (B)(6) 2018: unspecified urinary incontinence. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain and dyspareunia, most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. New events: abnormal bleeding (vaginal), psychiatric condition: depression were added. Event psychological trauma was updated to anxiety. Concomitant conditions and drugs added. New reporters and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. The patient's concurrent conditions included abdominal pain, ovarian cyst, back pain, irregular periods, flank pain, cervix inflammation, chronic cervicitis, urinary incontinence and pelvic adhesions. Concomitant products included acetylsalicylic acid (aspirin (cardio)), celecoxib, ondansetron (zofran melt) from (B)(6) 2018 to (B)(6) 2018, pantoprazole, paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018, simvastatin and tramadol from (B)(6) 2018 to (B)(6) 2018. From (B)(6) 2007 until (B)(6) 2018, the patient received nsaids at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced anxiety ("psych injury related to essure: yes/ psychological or psychiatric condition: mental anguish") and depression ("psychological or psychiatric condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received unknown treatment for migration,bleeding and pain. Removal recommended by treating physician? Unknown. Discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: apparent blockage of both fallopian tubes, no extravasation of contrast intraperitoneally associated with apparent scarring of the right fallopian tube and presence of the essure device on the left,; on (B)(6) 2008: the fallopian tubes were blocked. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: 2.3 cm right ovarian cyst. X-ray - on (B)(6) 2018: unspecified urinary incontinence. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain and dyspareunia, lot number: 624836; manufacturing date: 2007/06; expiration date: 2009/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, ovarian cyst, back pain, irregular periods, flank pain, cervix inflammation, chronic cervicitis, urinary incontinence and pelvic adhesions. Concomitant products included acetylsalicylic acid (aspirin (cardio)), celecoxib, nsaids from (B)(6) 2007 to (B)(6) 2018, ondansetron (zofran melt) from (B)(6) 2018 to (B)(6) 2018, pantoprazole, paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018, simvastatin and tramadol from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced anxiety ("psych injury related to essure? Yes/ psychological or psychiatric condition: mental anguish") and depression ("psychological or psychiatric condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, anxiety, vaginal haemorrhage, depression and post procedural complication outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she had received unknown treatment for migration,bleeding and pain. Removal recommended by treating physician? Unknown discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2009. Patient received treatment for:pelvic pain , abdominal pain , dyspareunia, dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: apparent blockage of both fallopian tubes, no extravasation of contrast intraperitoneally associated with apparent scarring of the right fallopian tube and presence of the essure device on the left,; on (B)(6) 2008: the fallopian tubes were blocked. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: 2.3 cm right ovarian cyst. X-ray - on (B)(6) 2018: unspecified urinary incontinence. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain and dyspareunia, lot number: 624836 manufacturing date: 2007/06, expiration date: 2009/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added.event:post removal complication were added.event outcome were updated to recovered: pelvic pain , abdominal pain , dyspareunia , dysmenorrhea ,menorrhagia .seriousness criteria for genital hemorrhage updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure? Yes"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received unknown treatment for migration,bleeding and pain. Removal recommended by treating physician? Unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: event 'abdominal pain', 'dysmenorrhea', 'dyspareunia', 'menorrhagia', 'genital bleeding','psychological trauma', 'device dislocation' were added. Patient date of birth added. Product start date updated. Case became incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.